Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status. The device was implanted for 103 months. An amount of 36 charging cycles was documented. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume, that the increased impedance has led to a voltage drop and therefore to the clinical observation. In conclusion, the device was implanted for 103 months. The investigation revealed an elevated battery impedance as the root cause of the clinical observation.

Event description:
After an implantation period of approx. 103 months, it was reported that the device shows the eri status. The ICD was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.